Event description:
It was reported that the patient was diagnosed with cancer. The location of the cancer is unknown. Attempts to contact the physician for additional information were made and were unsuccessful.